Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Hysterectomy - "bag was off of pronges when deployed. A grasper was used to retrieve it." Additional information received on september 1, 2016: the customer stated that the bag was off the pronges completely as soon as it was deployed. They retrieved it with a grasper and used another bag successfully. Patient status - "no patient injury or illness."

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. The bag was detached from the deployment mechanism. The event unit was disassembled for further investigation and there were no visible non-conformances on the disassembled parts. The exact root cause of the event could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.